Manufacturer narrative:
Additional information has been requested and a supplemental report will be submitted when additional information is provided. The full event site name is (B)(6) medical center.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) generated a "fiber-optic sensor failure" alarm. Additionally, it was reported that while the pressure waveform intermittently displayed, the arterial pressure was obtained by an external monitor output signal (mono-x) with baseline of approximately 125mmhg. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The repair information below was reported under medwatch report # 2249723-2021-00372. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and found dust on the fan and heard crackling sound while cleaning the fan. The cardiosave intra-aortic balloon pump (iabp) was removed from the customer's facility and brought to the getinge japan office for additional evaluation. The getinge field service engineer (fse) replaced the fan cable assembly as the fan was observed to be damaged causing the iabp unit to overheat. Additionally, and unrelated to the reported issue, the 9v battery was replaced due to deterioration. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp is a rental unit, or fixed asset, at getinge japan and will not be returned to the customer. However, as all testing passed to factory specifications, the iabp unit was cleared for use.

Event description:
N/a.